Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00251 on november 20, 2019. 11/26/2019 additional information: the sid (B)(6) is the first blood sample and sid (B)(6) is the second one. Both sids are from the same patient. The results of the endoscopy is colitis. The patient was tested on the advia centaur xpt for the following: afp: <1.3 ng/ml cea: 78.57 ng/ml hbsii: 0.27 index ca125: 25.1 u/ml hcv: 0.19 index ehiv: 0.12 index. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2019-00240 supplemental report 1, MDR 1219913-2019-00241 supplemental report 1, MDR 1219913-2019-00249 supplemental report 1, and MDR 1219913-2019-00250 supplemental report 1.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00251 on november 20, 2019. Siemens filed the MDR 1219913-2019-00251 supplemental report 1 on december 19, 2019. On 01/08/2020 additional information: the country does not import hbt tube (heterophilic blocking tube) yet for further testing. On 01/10/2020 additional information: the initial issue was reported as advia centaur xpt ca19-9 patient's results were abnormally high. Siemens cannot definitively determine the cause of this discrepant result. Contributing factors such as sample integrity or preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. There is a possibility that this represents a heterophilic (hama) interference which we know can occur in any immunoassay despite the presence of blocker substances (mouse serum and bgg in the advia centaur ca19-9). Siemens received response from region that the sample was discarded, and no further testing can be conducted. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00240 supplemental report 2, MDR 1219913-2019-00241 supplemental report 2, MDR 1219913-2019-00249 supplemental report 2, and MDR 1219913-2019-00250 supplemental report 2.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant ca19-9 results. The IFU states in the limitations section: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." MDR 1219913-2019-00240 (initial result), MDR 1219913-2019-00241 (repeat result), MDR 1219913-2019-00249 (advia centaur xp result), and MDR 1219913-2019-00250 (atellica im initial result).

Event description:
Discordant high atellica im ca 19-9 results were obtained for a patient sample. The patient sample was previously tested on the advia centaur xpt and advia centaur xp platforms and the results were high. The high results were reported to the physician and questioned. The patient sample was tested on an alternate method and the results were lower. A corrected report was issued. An endoscopy was performed. The results of the endoscopy were not provided. Other clinical diagnostic tests performed, and the result was nonspecific gastritis. There was no report of adverse health consequences due to the discordant ca 19-9 results.